Event description:
It was reported that the device could not be interrogated, and there was a loss of pacing noted. At the previous follow-up appointment one year ago, the estimated battery longevity was over a year in length. It was not known if the device had delivered an elective replacement indicator (eri) alert and it was suspected that the battery was currently below end of life (eol). Even though there was no allegation of premature battery depletion, it could not be confirmed as the device was unable to be interrogated. The device was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
Analysis confirmed the device had reached end of service (eos) voltage level and was received in backup mode. Analysis indicated true elective replacement indicator (eri) occurred in (B)(6) 2017 and backup vvi mode was triggered in (B)(6) 2017 due to low battery voltage; however, no pacing output was detected during testing. The device was found to be operating with autocapturetm enabled, which may adjust pacing outputs and lead to transient increases in current drain and decreases in voltage and overall longevity. The implant duration exceeded the device¿s projected longevity of 8.32 years based on field settings; this is considered normal battery depletion. The device could not be interrogated and was not responding to the magnet test because it was at eos due to normal usage. After replacing the battery in the pacemaker, electrical and mechanical tests indicated the device exhibited normal functionality.